Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. Mss made a follow up call to the patient; however she was unwilling to provide any information and ended the call. The patient reported that the alleged product issue first occurred on (B)(6) 2016 around 3:30 pm. The patient reported that she obtained inaccurate high reading compared to another unknown device. The patient was unable to provide readings from both meters. She stated that as a result of the reading she wrongly increased her insulin by an unspecified amount. On an unknown time after the alleged product issue began the patient reported that she had passed out and was treated with IV fluids by a healthcare professional (hcp). The patient manages her diabetes with insulin pump therapy. The patient stated that after she recovered from her hypoglycemic episode, she retested and obtained results of 43 and 47mg/dl on a freestyle and accucheck meter. At the time of trouble shooting, the cca confirmed that the patient was unable/ unwilling to complete trouble shooting questions. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs's criteria for a serious injury reportable adverse event and subsequently received medical intervention from an hcp after the alleged device issue occurred.